Event description:
Clinical study. Same case as MFR report #: 2134265-2008-04515. It was reported, 1,217 days following a coronary artery stenting treatment procedure that the patient expired. The index procedure treated the 80% stenosed 3. 0x37mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation, the placement of two taxus express2 drug eluting stents (3.0x32mm, 3.5x16mm) and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. 1,217 days post procedure, the patient was found dead at home. A family member of the patient reported that the patient was wearing a nitroglycerin patch. The coroner felt the cause of death was probably a myocardial infarction but an autopsy was not performed. The relation between the event and the device is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.